Event description:
Revision surgery performed on a margron hip replacement due to pt symptoms of thigh pain.

Manufacturer narrative:
Primary surgery was done using a non-portland nail. The pt later had revision surgery using a margron-dtc hip replacement system. A second revision (the current event) was done later due to aseptic loosening of the margron stem. The pt was found to be short on affected side and the stem was revised with an alternate MFR's hip replacement system. No conclusive evidence is available, but it appears that the femoral stem may have been incorrectly sized for length (too short), which may have contributed to the loosening. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country's orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.